Manufacturer narrative:
The lens was returned in a small vial. Visual inspection of the returned product found one haptic torn. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -9.5 diopter, in the patient's left eye on (B)(6) 2017. The lens was exchanged for a shorter lens with a similar diopter on (B)(6) 2017 due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.